Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2018 with blood glucose of close to 800 mg/dl. Customer reported that they experienced high blood glucose. The customer blood glucose level was 396 mg/dl at the time of incident and the current blood glucose of the patient is 461 mg/dl. The customer experienced symptoms such as thirsty. The customer was treated with manual injection and insulin drip. The insulin pump will not be returned for analysis.